Event description:
It was reported that the pump has had a total of 11 acu watchdog alarms since (B)(6) 2020, the most recent occurring (B)(6) 2022 according to pharmguard.

Manufacturer narrative:
Additional information was received indicating there was no patient injury. Event date provided. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of an "acu watchdog" alarm and a "primary audible alarm post" alarm. Functional testing was unable to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.